Event description:
It was reported that an o-ring was on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer was able to remove the o-ring from the pump and declined further assistance from technical support to load the cartridge.